Event description:
It was reported that the vns patient passed away. The cause of death and its relationship to vns is unknown. No other information was provided. Attempts for additional relevant information will be made.

Event description:
Additional information was received stating that the patient¿s death was not believed to be related to vns.